Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the 42 year old male patient was implanted with an impella cp for mechanical circulatory support. While on support occasional suction alarms were noted. An observed hematoma was resolved by applying pressure. The patient was successfully weaned from support.